Event description:
The patient contacted animas on (B)(6) 2012 claiming that after removing the battery the pump is locked in the verification screen and the keypad buttons were unresponsive. The patient stated that the battery was removed several more times before finally getting the pump to work but noticed the keypad buttons had a delayed response. The patient reportedly wore the pump attached to a belt and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and required excessive force to activate a response; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up and contrast key contacts. Unrelated to the complaint, moisture was present in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.